Event description:
Ac power receptacle pulled out of the chassis of the device exposing live conductors. The clinician was wheeling the monitor from bedside and did not detach the power cord from the ac source.